Manufacturer narrative:
Initial reporter: full name of reporter is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during insertion the intra-aortic balloon (iab) kinked. There was no reported injury to the patient.